Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.